Event description:
After insertion of vessel sealer into robot arm #1 message appeared on screen stating that vessel sealer was not connected to the control box and to check connection. We powered down the robot and checked connection and still could not get it to work. Called tech at davinci and he said to power down robot again and flip the rocker switch and then to restart the robot. Surgeon did not want to try during the procedure so he proceeded with the pk. No harm to patient.